Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that dirt was observed on the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-jul-2023. H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g x 1.00 insyte autoguard from lot number 2308065. In addition, two photographs were submitted which displayed similarities to that of the returned unit. Upon investigation, the unit was removed from the sealed packaging, and it was identified that the brown non-foreign matter was embedded in the molded grip component. The discoloration of the grip indicates that non-foreign material such as burnt resin was likely embedded within the component during the molding process. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Burnt imbedded resin specks result from material build up in the barrel/screw or from the liquid phase of the resin mixture during the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that dirt was observed on the needle.